Event description:
The customer observed falsely depressed sodium results on the architect c16000 processing module for one patient. The sample was repeated with higher results. The following data was provided: initial result = 99.5 mmol/l. Repeat result = 138.36 mmol/l. Reference range = 137-147 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results on the architect c16000 processing module, serial number (B)(6), when using architect concentrated ict diluent ln 02p32-11 lot 75307un24. The investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined there was no increased complaint activity for the issue. Return testing was not completed as returns were not available. Return testing was not completed as return was not available. As part of troubleshooting customer performed carryover testing. The outcome confirmed that there was third-party reagent interference and added smart wash. The sample was repeated using the same lot of reagents and gave an acceptable result. The quality control was performing within the expected ranges. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and the complaint investigation completed, no systemic issue or deficiency with the conc ict diluent, list number 02p32-11, on the architect c16000 processing module, serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the architect c16000 processing module for one patient. The sample was repeated with higher results. The following data was provided: initial result = 99.5 mmol/l. Repeat result = 138.36 mmol/l. Reference range = 137-147 mmol/l. No impact to patient management was reported.